Manufacturer narrative:
FDA notified: the initial reporter notified the FDA via uf/importer report#: 4633010000-2022-8026. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: broken IV tube set. When priming the fluid, the IV tubing came apart.

Manufacturer narrative:
H6: investigation summary though a photo was received from customer detailing where the failure occurred, without further photos of the affected set or a physical sample for investigation, the complaint cannot be verified and the root cause remains unknown. A device history record review for model 2426-0007 lot number 22069422 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16jun2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: broken IV tube set. When priming the fluid, the IV tubing came apart.